Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic, trace, diffuse lamellar keratitis (dlk) in both eyes, one day post-operative visit. It was noted that the patient admitted to not shaking the bottle of the prescribed steroid drops, as instructed. The topical steroid drops were increased. In a follow up, the technician confirmed dlk resolved within five days and the patient was doing well. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.